Event description:
It was reported the pump had been leaking and was removed a year and a half ago. It was noted the pump had been implanted for three months. There were no symptoms reported and the outcome was not provided. The pump was used to deliver an unknown medication. Additional information reported on (B)(6) 2013 indicated the patient no longer had concerns regarding their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n059276, implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: accessory: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: catheter: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: accessory. (B)(4).